Event description:
It was reported that the right ventricular lead had high threshold and that the threshold was inconsistent. The pace/sense portion of the lead was capped and a new lead was implanted in its place. It was further reported that the lead integrity alert (lia) triggered, and the new 5076 lead exhibited oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found. However, there was blood/body fluid on the proximal conductor (not obstructed). The outer insulation appeared to be breached cut. There was blood found in/on the helix/lobe mechanism and apparent explant damage.

Event description:
It was reported that the right ventricular lead had high threshold and that the threshold was inconsistent. The pace/sense portion of the lead was capped and a new lead was implanted in its place. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had high threshold and that the threshold was inconsistent. The pace/sense portion of the lead was capped and a new lead was implanted in its place. It was further reported that the new 5076 lead exhibited oversensing and noise. The lead remains in use. No patient complications have been reported as a result of this event.